Manufacturer narrative:
Device evaluation indicated that the lead passed the mechanical tests performed. The complaint was confirmed. Visual inspection of lead (sc-2218-70 / (B)(4)) revealed a clean cut in the multi lumen outer tubing and four severed cables from the distal end. Damage to the lead was a result of the revision, and it was not considered a failure. The explanted lead (sc-2218-70 / (B)(4)) was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that one of the patient's lead was producing high impedances. The patient underwent a lead revision wherein the lead was replaced.

Event description:
A report was received that one of the patient's lead was producing high impedances. The patient underwent a lead revision wherein the lead was replaced.